Event description:
It was reported that the insulin gauge was inaccurate. Reportedly, the cartridge was changed to address the issue. Customer's blood glucose was 400 mg/dl. Customer declined troubleshooting with tandem technical support.